Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the clips were malformed. Case completed with another device of the same product code. There were no patient consequences reported.

Manufacturer narrative:
(B)(4).